Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a click noise during priming. Customer stated that insulin pump was stuck on 0 and then it jumps from different numbers instead from going to 0.1-0.2 and so on. Customer experienced high blood glucose level of 200-300 mg/dl. Customer declined troubleshooting for high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.